Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. A ventilator inoperative code related to the machine flow sensor was observed. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The machine flow sensor was replaced to address the issue. Additionally, an error code related to the motor controller and an error code related to the sensor offset were observed. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor and evt_drift_debug means the sensor offset during drift calculation is too high. The system board was replaced to address these issues. These issues are not related to the ventilator inoperative reportable malfunction/issue.